Event description:
Pt admitted from outlying ed to the cardiac intensive care unit on (B)(6) 2013 post cardiac arrest and intubation. Pt admitted with probable septic shock and severe right ventricular failure. Pt prepped and draped for placement of venoarterial extracorporeal membrane oxygenator. Pt cannulated and placed on ECMO. Post draping removed and nursing noted a reddened area to right lower abdomen and right upper thigh correlating to where the ventilator tubing was in contact with the pt's skin. Pt evaluated and treated by wound care team. Both burns noted to be partial thickness burns with the right upper thigh noted to have blistered. Wound care team discontinued care for the abdominal burn on (B)(6) 2013 as the burn had healed. Pt still under care at time of discharge for burn to right upper thigh as blister had opened and wound was being cleaned and dressed. Care of pt was transferred to a facility closer to pt's home on (B)(6) 2013.